Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of over 800mg/dl during march. The customer was hospitalized again on may 23 for diabetes ketoacidosis and was released two days later. The customer stated that she had unexplained high glucose for the past three months. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that she had bent cannulas and changed the infusion set three times the day before the call. No further info was provided.